Event description:
It was reported that during reprocessing a thoracic grasper instrument, insulation was broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Main tube insulation exhibited damage from the middle of the shaft to the distal end. The insulation was found with several gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. Material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.